Event description:
It was reported that during the patient's in clinic visit and upon interrogation there was an impedance care alert for the left ventricular (lv) lead. It was also reported that the alert started the day after a routine device change out. It was further reported that there was no capture on the lv lead and at change out and there was an out of range (oor) impedance, but which impedance and under what circumstance cannot be recalled. The lv lead remains in use; however, the physician elected to change out the new device due to suspected sensing issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) the device was returned and analysis found no anomalies.

Manufacturer narrative:
Product evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance impedance: there was one patient alert for out of tolerance (oot) subthreshold lead impedance on (B)(6) 2012. Programmer data shows one alert event "rv defibrillation lead impedance > 200 ohms" on (B)(6) 2012. High resistance impedance: there was one patient alert for oot subthreshold lead impedance on (B)(6) 2012. Programmer data shows one alert event "svc defibrillation lead impedance > 200 ohms" on (B)(6) 2012. High resistance impedance: there was one patient alert for oot subthreshold lead impedance on (B)(6) 2012. Programmer data shows one alert event "lv pacing lead impedance > 3000 ohms" on (B)(6) 2012.